Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating a consecutive stalled motor during insulin delivery when attempting to announce a meal; the user performed a full supply change of cartridge, connector, and infusion set, after which the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.